Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. (B) (4)

Event description:
The customer contact reported unrestricted flow. At an unspecified time, the device was programmed to deliver levophed. No specific programming parameters were provided. After an unspecified length of time, the delivery was stopped. At that time, the customer contact reported the nurse removed the tubing set from the device. It was reported that after a few minutes, the nurse noted that the pt monitor alarmed with a systolic blood pressure (bp) of 210mmhg, a heart rate (hr) of 115 beats per minute and multifocal premature ventricular contractions (pvc). At that time, the nurse found that the flow stop of the tubing set was not closed and unrestricted flow was noted. The tubing set was clamped. The volume of levophed that was delivered was not specified. The customer contact reported after 5 minutes, the pt's blood pressure stabilized to an "acceptable" level with no additional pvcs. No further medical interventions were required. Though requested, no additional info was provided.